Event description:
This spontaneous case was reported by a not specified reporter and describes a medical device removal ("was to lose a part of her body as she was to undergo heavy and invasive surgery to remove essure / planned essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient was to undergo medical device removal (seriousness criteria medically significant and intervention required). The patient will be treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed 674 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.